Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called adc customer service on (B)(6) 2017 and reported his adc freestyle libre sensor had detached. At the time of the initial call, customer denied receiving any third-party medical intervention. He called again on (B)(6) 2018 to report a delivery issue regarding the replacement product. Customer noted that on an unspecified date/time he experienced hyperglycemia but could not check his blood glucose. Customer noted experiencing ¿headaches, fatigue, excessive thirst and frequent urination¿ and self-presenting to a hospital. Customer was diagnosed with hyperglycemia and was given ¿serum and insulin to lower his glucose¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed, and the DHR showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer initially called adc customer service on (B)(6) 2017 and reported his adc freestyle libre sensor had detached. At the time of the initial call, customer denied receiving any third-party medical intervention. He called again on (B)(6) 2018 to report a delivery issue regarding the replacement product. Customer noted that on an unspecified date/time he experienced hyperglycemia but could not check his blood glucose. Customer noted experiencing ¿headaches, fatigue, excessive thirst and frequent urination¿ and self-presenting to a hospital. Customer was diagnosed with hyperglycemia and was given ¿serum and insulin to lower his glucose¿. There was no report of death or permanent injury associated with this event.